Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received of one stapler opened by the account without the packaging. The visual inspection of the returned product noted. Visual examination noted that the distal end of the instrument tube hosing was broken, and the firing rod was bent. Pmv performed functional testing which included. Due to the noted damage no, functional testing was performed. O this event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler did not perform the stapling on the gastric pouch. There was no patient injury.